Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) displayed nonsustained tachycardia episodes on the electrograms which were approximately 10 minutes apart. The episodes showed appropriate sensing of atrial fibrillation, but with sensed baseline noise on the rate/sense channel, resulting in inhibition of pacing. The patient was not symptomatic with these episodes. A chest x-ray will be taken to check lead position. The patient does not recall what he was doing at the time of the events.